Event description:
On (B)(6) 2013 additional information was received from the reporter that only the physician¿s handheld computer was troubleshot. It was also reported that the handheld computer had not recently experienced any rough jostling or had been dropped and that the computer was not plugged into an electrical outlet at the time of the observed screen display problems. On (B)(4) 2013 the product analysis was completed and approved for the returned handheld computer and flashcard, for the allegations of a mechanical problem and no malfunction, respectively. The handheld computer was received with an ac adapter, serial cable, v8.1 flashcard, and a remaining main battery charge of 18%. The back-up battery voltage with no load measured 460mv (nominal 3v). This is expected because the back-up battery will discharge if the unit is not supposed by an external power source or by main battery power. A known good back-up battery was substituted into the handheld computer and the battery indicator read 100%. The handheld computer was powered using the main battery. When the hhd was powered on, it was identified that the screen image was distorted (almost like a negative image of the original). The handheld computer booted to the programming menu and no missing/dead pixels were identified. The handheld computer case was opened and a visual inspection of the main pcb identified that one of the display cables was loose and not seated correctly on the main pcb. The display cable was then reconnected onto the main pcb. The handheld computer was powered using the main battery with no observed anomalies. The initial setup process was performed with no observed anomalies. The returned flashcard was inserted into the hhd and the v8.1 software installed into the hhd with no observed anomalies. Interrogation and diagnostic tests were performed successfully with no observed anomalies using the v8.1 software and a 103 generator. Interrogation and diagnostic tests were performed successfully with no observed anomalies using a 102 generator. The handheld computer was power-on continuously using on the main battery for more than an hour. An analysis was performed on the handheld and the reported allegation was not verified. No dead or missing pixels were identified during the analysis. During the analysis, it was identified that the screen image was distorted (similar to a negative image). The cause for the display anomaly is associated with a loose ribbon cable between the display and main pcb. Once the cable was reseated, no further anomalies were identified. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(4) 2013 information was received from the reporter stating that the screen on the physician¿s handheld device was flashing and had lines through it. It was confirmed that the home page could be seen, but it was still fuzzy. The handheld device screen had been dark on (B)(6) 2013 and the physician had contacted cyberonics that day, and the physician was walked through a hard reset of the device. The handheld device worked fine for 2 patients later that day. On the morning of (B)(6) 2013 the screen was flashing and had lines through it and another hard reset was performed by the physician¿s office, but it did not seem to make a difference. The physician¿s office was sent a replacement handheld device. The original handheld device was received by cyberonics on (B)(4) 2013 and is pending product analysis. Information based upon product analysis will be made available as it is known.

Manufacturer narrative:
Loose ribbon cable identified between the display and main pcb. Device failure occurred, but did not cause or contribute to a death or serious injury.